Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1993, awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, for birth control. Hysterosalpingogram (hsg) was performed in (B)(6) 2013. The procedure in itself was very painful. A month or so after being placed, her symptoms began: heavy bleeding, periods that would last 10-14 days would stop for a week and would return again, severe pelvic pain, more migraines, hair falling out, fatigue, pain during sex, severe lower back pain, stomach swelling/ bloating (so much that she looked 7 months pregnant) and other things. In (B)(6) 2013, she underwent a surgery to remove 2 large ovarian cysts. She never had problems with cysts prior to essure. Bleeding and pelvic pain continued. An ablation and a d&c were performed to help control the bleeding. This did not help. All of symptoms continued. A hysterectomy with bilateral salpingectomy was performed and a lot of her symptoms got better after essure removal. A few months later the pelvic pain returned. Another surgery was performed because she had scar tissue called adhesions (lysis of adhesions). In (B)(6) 2014, another surgery was performed because of a vaginal cuff repair. Finally in (B)(6) 2015, another surgery was performed because the pelvic pain returned. This time a staple was removed from the hysterectomy. Endometriosis was also found. All of these surgeries were a result from having the essure. After placement her quality of life significantly decreased. At the age of the (B)(6), she had to have a hysterectomy. She was diagnosed with auto immune disease, hashimotos disease, and also with hypothyroidism. Follow-up received on 28-oct-2015: no new relevant clinical information. Ptc investigation result was provided on 05-nov-2015: the ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality detect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had (fallopian tube occlusion insert) inserted and had severe pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent an endometrial ablation and a dilation and curettage to control the bleeding, but they did not help. A hysterectomy with bilateral salpingectomy and essure removal was performed. Later she underwent another surgery for lysis of adhesions (interpreted as pelvic adhesions). She also reported 2 large ovarian cysts which were removed and auto immune disease: hashimotos disease. These events were considered serious due to medical significance. Pelvic pain and genital bleeding are listed events in the reference safety information for essure, the remaining events are unlisted. Pelvic pain and abnormal genital bleeding may occur after essure insertion. Given the nature of these events and positive temporal relationship causality with essure cannot be excluded. The consumer had a previous surgery to remove 2 ovarian cysts, and later endometriosis was also diagnosed. These could be alternative explanations for the pelvic adhesions. However a contributory role of the essure removal procedure (hysterectomy and salpingectomy) cannot be excluded. Regarding events large ovarian cysts and auto immune disease: hashimotos disease, given the pathophysiology of these events and considering the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required interventions and since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.